Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that a patient experienced a spasm and st segment elevation. During a pulsed field ablation (ppfa) procedure to treat an atrial fibrillation a farawave was selected for use. Before performing an off-label ablation on the cti line, 3 mg of nitroglycerin were given to the patient. The physician waited 1 minute before starting ablation, then after a total of 5 mg of nitro and going transeptal, an st segment elevation was observed. The physician was delivering ablation on the coronaries and a spasm was observed on the right coronary artery. More nitro was given to the patient and the spasm was resolved. The patient had fully recovered from the event.

Event description:
It was reported that a patient experienced a spasm and st segment elevation. During a pulsed field ablation (ppfa) procedure to treat an atrial fibrillation a farawave was selected for use. Before performing an off-label ablation on the cti line, 3 mg of nitroglycerin were given to the patient. The physician waited 1 minute before starting ablation, then after a total of 5 mg of nitro and going transeptal, an st segment elevation was observed. The physician was delivering ablation on the coronaries and a spasm was observed on the right coronary artery. More nitro was given to the patient and the spasm was resolved. The patient had fully recovered from the event. It was further reported that significant atherosclerosis was observed via intravascular ultrasound at the site of the spasm.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. Updated fields b5, a2, a3, a4 and g2 with new information obtained.